Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned tasp exhibits signs of repeated use ( nicked and gouged ) also has fractured on the lateral side of the post all pieces returned. DHR was reviewed and no discrepancies relevant to the reported event were found. The device was manufactured in september of 2015 and had an approximate field life of one (1) years and eleven (11) months with an unknown frequency of use. Review of the complaint history determined that no further action is required. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that during the sterilization process, the product fractured. No adverse events have been reported as the result of this malfunction and there was no patient involvement.